Event description:
In, 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the pt's right hypogastric artery was unintentionally covered. The pt tolerated the procedure and no sequela was reported.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Pleate note: a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot#04070667) and a gore excluder aaa endoprosthesis contralateral leg component (lot#04791643) were implanted.